Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low", and the meter bg reading was 800 mg/dl. The customer consumed glucose tablets to attempt to correct the suspected low bg, and went to the emergency room (ER) for treatment. At the ER, the customer learned their bg value was actually 800 mg/dl, with high levels of ketones. Customer was treated with intravenous fluids of saline and insulin and was released later the same day with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies.